Event description:
Customer reported that he was not using his sensors for the last few months because he was hospitalized. The customer stated he was hospitalized for a foot ulcer that was diabetes related. The customer stated he was wearing his insulin pump when the hospitalization occurred. The customer's blood glucose was 87 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.